Event description:
It was later reported that the patients revision was moved to 9:30 on (B)(6) and no update on patient's condition at the point.

Event description:
Additional information received reported that the revision went well. The battery and lead were replaced. The patient was receiving effective therapy.

Event description:
It was reported the patient started a medication in the fall of 2014 that caused them to be dizzy and fall at least four times. This was when the patient felt a change in their stimulation. The manufacturer representative met with the patient on (B)(6) 2015 and all electrode values were greater than 4,000 ohms. Stimulation was increased to 8.5v and the patient still could not feel any stimulation. The patient had a revision scheduled for (B)(6) 2015. No further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: 3889-28, lot# va0c6yx, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).